Event description:
Acuvue contact lens were ordered from an online service. An expired product was received. Company has agreed to provide a replacement, but this should not happened in the first place.